Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2026. On 06/07/2025, it was reported that the pediatric patient experienced inaccurate cgm values. Prior to the onset of symptoms, there were no reported blood glucose meter (bgm) readings available, and the patient¿s continuous glucose monitor (cgm- dexcom) was reported to display a value of approximately 125 mg/dl. The patient then began experiencing symptoms including nausea, vomiting, sweatiness and fever. Due to the progression of symptoms, the patient was brought to the emergency room (ER) on the same day. Upon arrival and during medical evaluation, a bgm fingerstick test was performed, which showed a glucose level of 437 mg/dl, while the cgm continued to display a reading of approximately 125 mg/dl. Based on clinical assessment, the patient was diagnosed with diabetic ketoacidosis (dka). Due to the severity of the condition, the patient was transferred via helicopter on 06/07 to the children's hospital for higher level of care under his endocrinologist. At the children¿s hospital, the patient was admitted to the pediatric intensive care unit (picu) and treated with intravenous (IV) insulin infusion. The patient remained hospitalized from 06/07 to 06/09/2025 and was discharged after approximately two days of treatment. Following the discharge, the patient has been reported to be doing well. Ongoing treatment includes a basal-bolus insulin regimen consisting of long-acting and fast-acting insulin, along with metformin. The patient continues to follow up with his endocrinologist every two months and has an established plan of care in place. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced inaccurate cgm values. Prior to the onset of symptoms, there were no reported blood glucose meter (bgm) readings available, and the patient¿s continuous glucose monitor (cgm- dexcom) was reported to display a value of approximately 125 mg/dl. The patient then began experiencing symptoms including nausea, vomiting, sweatiness and fever. Due to the progression of symptoms, the patient was brought to the emergency room (ER) on the same day. Upon arrival and during medical evaluation, a bgm fingerstick test was performed, which showed a glucose level of 437 mg/dl, while the cgm continued to display a reading of approximately 125 mg/dl. Based on clinical assessment, the patient was diagnosed with diabetic ketoacidosis (dka). Due to the severity of the condition, the patient was transferred via helicopter on 06/07 to the children's hospital for higher level of care under his endocrinologist. At the children¿s hospital, the patient was admitted to the pediatric intensive care unit (picu) and treated with intravenous (IV) insulin infusion. The patient remained hospitalized from 06/07 to 06/09/2026 and was discharged after approximately two days of treatment. Following the discharge, the patient has been reported to be doing well. Ongoing treatment includes a basal-bolus insulin regimen consisting of long-acting and fast-acting insulin, along with metformin. The patient continues to follow up with his endocrinologist every two months and has an established plan of care in place. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.